Manufacturer narrative:
Reported events of low pacing impedance and r-wave amp variation were not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to r-wave amp variation or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that upon fixating there was an impedance drop and r-wave amplitude variation, physician elected to reposition the rvlp. During mapping, sensing and impedance were low. The physician removed the rvlp and noted a clot in the helix of the rvlp. The physician elected to complete the procedure with a different rvlp. There were no patient consequences.